Manufacturer narrative:
Occupation - other; sales representative. Follow-up attempts to obtain additional information have been unsuccessful to date. Should additional information or product be received for evaluation, a follow-up medwatch report will be submitted.

Event description:
It was reported that the sales representative was contacted and informed that the patient had a broken shlok pedicle screw. A revision was scheduled for (B)(6) 2019 in which all hardware was planned to be removed and replaced and extended to additional levels. No additional information is available at this time.

Event description:
It was reported that the sales representative was contacted and informed that the patient had a broken slok pedicle screw. A revision was scheduled for (B)(6) 2019 in which all hardware was planned to be removed and replaced and extended to additional levels. No additional information is available at this time.

Manufacturer narrative:
No product was returned for evaluation. Information provided by the distributor indicates that the patient fell, and the broken screw is attributed to the fall. Based on the limited information provided, no conclusions can be drawn regarding the reported implant failure. Trauma from a fall may have been a contributing factor. No corrective actions are required. Review of device history record is not possible as the lot number of the broken screw is unknown. Two-year complaint history review (10.9.2107-10.9-2019) found this to be the only report of this nature for the slp family of slok polyaxial screws.